Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010047 in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6010047 was manufactured according to the work instruction (wi) version 82 and packaging in the multivac m08 on 03-nov-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The sub-assembly: assembly of the lot 4k05700 was manufactured according to the wi version 27 and assembled in the quickset line, on 02-nov-2024, with a total of (B)(4) units. The sub-assembly: assembly of the lot 4k05703 was manufactured according to the wi version 27 and assembled in the quickset line, on 04-nov-2024, with a total of (B)(4) units. The sub-assembly: assembly of the lot 4l01677 was manufactured according to the wi version 27 and assembled in the quickset line, on 07-feb-2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 4k05680 was manufactured according to the wi version 42 and manufactured in the line mp04, mp05 and mp08, on 30-oct-2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 4k05679 was manufactured according to the wi version 42 and manufactured in the line mp04, mp05 and mp08, on 29-oct-2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 4k05238 was manufactured according to the wi version 42 and manufactured in the line mp04 and mp08, on 26-oct-2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 4k06564 was manufactured according to the wi version 42 and manufactured in the line mp04, mp05 and mp08, on 02-nov-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm on (B)(6) 2025. Th blockage was in the tubing. The blood glucose level was 200 mg/dl and the patient got treated with manual injection. No further information available.